Event description:
It was reported the device was not heating and had the latch broken. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3 and h6 health impact and conclusion codes: updated. Device evaluation: one device was returned for investigation. Upon visual inspection the following was found: rust on backside of air detector, air detector older model bracket, air detector clamp door does not lock in place, fitting on back cover ground wire was poorly crimped and fell off, device has an old clear float switch, return tube was not seated correctly in top socket and silicone was removed, air detector sensor was cracked in half, air pressure was set to 6.3 psi and the pressure fluctuated, drain valve was corroded. The reported problem could not be duplicated during functional testing. However the air detector door would not lock in place when shut; this would result in the customer's reported problem. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 2005-11-22 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No actions taken for primary reported problem. The mount block assembly and the door assembly were replaced to fix the air detector door not latching closed. Replaced drain valve, air detector bracket, float switch, air regulator, compressor, o-rings and fan guard per preventative maintenance. Device passed functional testing.